Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. Any patient consequences? 2. Please provide how many times this event occurred during this one procedure? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did sacral anterior hemorrhage occur? Was any intervention performed as a result of the sacral anterior hemorrhage? Was this intervention performed during the same procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-10177.

Event description:
It was reported that a patient underwent abdominal uterosacral fixation surgery on (B)(6) 2023 and suture was used. Multiple sutures were broken during surgery, leading to increased complications of sacral anterior hemorrhage. Changed to another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/17/2024. The following information was requested, but unavailable: did sacral anterior hemorrhage occur? Was any intervention performed as a result of the sacral anterior hemorrhage? Was this intervention performed during the same procedure or was a new procedure required to address the event?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.